Manufacturer narrative:
A device history record (DHR) could not be performed as the lot number was unk. The sample was not returned for evaluation. Therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the nebulizer was blocked. It did not mist. They opened and used a new set." The pt condition was reported as fine.